Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of unspecified over-sensing resulting in pacing inhibition and dizziness were noted on the device. Technical support was contacted, and the device was successfully reprogrammed to resolve this event. The patient was stable following the event.